Event description:
The customer tested his blood glucose using 2 contour next ez meters and received readings of 46 and 128mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the customer has no strips left. A new meter was sent to the customer.